Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer's keys hit the pump touch screen and the pump touch screen became shattered. Customer is only able to receive basal insulin and cannot interact with the pump touch screen and perform other pump functions due to the damage. Customer's blood glucose was in the 100's mg/dl. Reportedly, customer continued to use current pump for insulin therapy.